Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation, the reported phenomenon was not duplicated. In addition, there is no abnormality on the surface of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon might be attributed to the temporal malfunction due to the effect of the high frequency noise from the electrical surgical generator and/or the aging degradation of the electrical component of the subject device. Olympus stated the appropriate handling of the subject device and the counter measures against abnormalities in the instruction manual of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that restart of the subject device were occurred unexpected during hemostasis of the esophagus procedure using the subject device. The user facility continued use the subject device, but the scope cable (maj-1154) was replaced another, and completed the procedure. There was no report of the patient¿s injury regarding this event.